Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g4qu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the stimulation was working ¿really well¿ since implant about a week and a half prior. For the past few nights, the patient had to get up 4-5 times at night to urinate. This came on ¿suddenly¿ since therapy was working well before this happened. Stimulation was decreased from 2.2v to 2.0v and therapy was back to normal and they were getting ¿a lot¿ of relief. The ¿other day¿ the patient was constipated and was passing blood. It was stated the patient went to the emergency room for the constipation and the healthcare provider at the clinic said the constipation was not related to the device/therapy. Three days later, it was stated ¿it was not working for the patient.¿ never having therapeutic effect and a loss of bladder control was noted. At the follow up appointment, it was noted the doctor reportedly did not want to reprogram. During the call, the patient changed from program 3 to 4 as program was not effective. The patient gradually increased stimulation from 0.0v to 1.6v, where the patient ¿barely¿ felt stimulation. Stimulation ended up at 2.0v which was comfortable for the patient. [Omitted information sufficiently captured previously]. About a week and half later, it was stated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment in november was noted. Additional information received on (B)(6) 2014 reported the patient went to the beach a couple days prior and had a return of symptoms that morning and the day before. The patient was not able to empty their bladder all the way and had to force himself to go with ¿not a good stream.¿ they were not used to that. The onset of the symptoms was reported to be gradual. It was stated that it might have been that the patient was drinking too many fluids or had a cup of coffee. Prior to implant, the patient was urinating every 20 minutes. For two days post implant, the patient was urinating every 15-20 minutes. Stimulation was increased and the symptoms improved. It was ¿working like a gem¿ after and was ¿phenomenal.¿ it was noted that the stimulator worked ¿great, it just took a little bit of adjusting.¿ the patient did note that they had sat in a massaging chair that had deep massage to his back area. They were ¿concerned about his interstim being damaged¿ so they call their healthcare provider to report it. At the time of the call, the patient did feel that the system was working ¿nicely¿ and everything was ¿fine.¿ the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.